Event description:
Ems responded to 911 call to pt's home for cardiac arrest. Pt intubated and defibrillator per protocol of 200 joules, 300 joules, 360 joules, 360 joules, but on 5th attempt to shock it would not defibrillate. The service light came on and stayed on. Additional defibrillator obtained from rescue squad on scene to continue working code. Pt arrived to hosp with resuscitation efforts in progress. Monitor showed systole, no blood pressure, no pulse. CPR resumed. Pt down x 45 minutes. Pt pronounced.